Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the battery gauge was noted to be fluctuating. The customer¿s blood glucose was 152 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.